Event description:
The customer reported via phone call that the insulin pump was scratched up to the point where they can barely read the screen. Customer stated that they initially saw the scratches start a couple years ago. However, the scratches were not as bad until 2 weeks ago. Customer stated that there was fading on the up and down arrow buttons and scratches on the screen due to possible wear and tear over the years. Customer stated that the screen is almost unreadable. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump was inspected and no fading keypad overlay was noted.